Event description:
Customer reported that the 1st intubation took place on (B)(6) 2012 and on (B)(6) 2012, the patient developed vocal code paralysis and subglottic narrowing and granulation was observed and replacement of the tube was performed on (B)(6) 2012. The reporter indicated that additional information related to this report will be provided when made available.